Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarm 19s occurred. Customer's blood glucose level was 200 mg/dl. In addition, it was reported that multiple minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Although requested, customer declined to provide back up therapy.